Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported via email that the patient had been hospitalized. The patient's bg (blood glucose) levels, length of hospital stay, symptoms treatment and diagnosis were not provided. Three due diligence follow ups were attempted without successfully reaching the patient for additional information. If new information becomes available, a supplemental report will be submitted.